Manufacturer narrative:
B4:(B)(6) 2021. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed reported that during the preventative maintenance the touchscreen was dim. The rse provide the biomed with the part number for a user interface assy. The biomed replaced and installed the rp-user interface assembly to resolve the reported issue. Unit passed required performance verification tests per philips standards.

Event description:
The customer reported that the screen is dim and is asking for a part number for the replacement user interface. The device was not in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.

Manufacturer narrative:
Additional information was received indicating that the reported issue was discovered during pm. Based on this information, it has been concluded that this is not a reportable event.